Event description:
It was reported that during a bariatric sleeve procedure, the device was not firing properly. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Clip snapping toward tissue stop and double feed. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and a double fed was noted, then the device was cycled again and it fed and formed nine conforming clips and two clips with gap as the clip snapped towards the tissue stop. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended but the orange indicator did not show up. Please note the indicator wheel failure is not related to the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.